Event description:
A malfunction was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer did not experience any notable events before the malfunction occurred. Technical support assisted the customer by providing pump reset information, but the malfunction code recurred even after resetting the pump. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.